Event description:
Reportedly the patient developed "pain and nerve injuries and has me constantly worried about whether things will get worse."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient was pre-operatively diagnosed with degenerative disc disease with intractable back pain and failed hardware posteriorly. Indications for procedure: the patient had some disk problems in the past, he had been fused, which failed and the patient has now presented for a refusion of the l4-5 disk space. It was also noted that the motion-sparing device placed atop of the fusion construct failed with the cable connecting the pedicle screws had broken. He underwent 360 degree fusion l4-l5 with hardware removal and replacement of instrumentation posteriorly. As per the op-notes, ¿once an adequate discectomy had been performed and the end plates prepared for fusion, the trial implants were placed and felt to be filled best with a 16 mm peek cage, the cages were then opened on the back table and a large rhbmp-2/acs had already been opened and soaked on the back table. The cages were then packed with the rhbmp-2/acs and some hydroxyapatite/coral granules and the rhbmp-2 collagen sponges were then packed around the cages. The patient was then transferred to prone position on the osi jackson frame and utilizing the scar from previous incision the lumbar spine was opened dissecting the paraspine musculature and scar tissue off of the remaining posterior spinal elements exposing the broken hardware. The locking caps were then removed bilaterally as well as the cross-link. Once this was complete the broken portions of this motion preservation device were removed and handed off on the back table. The screws at l4 and l5 bilaterally were checked and felt to have good purchase still. Once this was completed 60 mm lordotic rods were then placed within the saddles of the pedicle screws from l4-s1. The facet joints were decorticated using a high speed bur and small amount of rhbmp-2/acs was packed within the decorticated portion of the facet joint.¿

Manufacturer narrative:
(B)(4).